Event description:
Patient reported that the strip expiration date printed on the vial, is 11/30/2005; however, according to the lot number, and manufacturer's electronic inventory system, the correct expiration date is 11/30/2001. Patient was advised to discontinue use of the expired test strips. No patient injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.